Event description:
I had a breast augmentation with sientra textured silicone breast implants (B)(6) 2015. I was "ok" for about a year. After the first year I began to suffer from various health issues, autoimmune type symptoms with no answers from drs. By 2017 I was so sick, I couldn't work, walk and feared I would die. (B)(6) 2018 I had explant surgery to remove my implants and scar capsule. Immediately my symptoms began to disappear. I am 15 months post explant and I am 90% healed. There must be a black box warning for all implants. All textured implants should be taken off the market. I still fear someday lymphoma may rear it's ugly head because I had textured implants. Signs of alcl and my capsule wasn't tested. Please do what's right to save the thousands of women suffering from adverse effects of their implants. Thank you. There was never any results that came back abnormal. I also had cardiac testing, gi testing. My cardiac health was all clear, no explanation to my constant palpitations, shortness of breath or rapid heart rate. My gi tract was a mess. I had h-pylori and tons of parasites I have been tested at a year after explant. No more h-pylori and no more parasites. All I did was remove my implants. I changed nothing else. FDA safety report ID# (B)(4).